Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was being placed on impella 2.5 for hemodynamic support. It was reported the procedure was aborted due to the anatomy of the patient. There was no reported harm or injury to the patient.